Manufacturer narrative:
The device was returned for investigation. Both occlusion balloons were inflated. During testing there was no observed blockage and fluid was able to pass through the entire shunt body without resistance. The reported issue could not be confirmed. The lot history record for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The product is visually inspected for defects or issues. The product released from this lot met all acceptance criteria. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00045 was submitted for the first device involved in this event.

Event description:
It was reported that two carotid shunts were defective; the lumen on the distal part of the shunt would cause blockage when the balloon was inflated; it did not happen when the balloon was deflated. There was lack of perfusion in this area of the device. No injury was reported to the patient. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00045 was submitted for the first device involved in this event.